Event description:
It was reported that device was used during a laparoscopic gyn procedure. It was reported that the hand piece produces a solid tone. The case was completed with another hp052. There was no patient consequence.